Event description:
It was reported by a nurse that the vns patient¿s device revealed high impedance during an office visit on (B)(6) 2014. As result, the patient¿s generator was programmed off on (B)(6) 2014. Patient manipulation or trauma is not believed to have caused or contributed to the high impedance. Review of the available programming and diagnostic history for the device did not reveal any anomalies; however, the only data available is around the time of the implant which is two years prior to the reported event. Review of manufacturing records confirmed that the lead and generator passed all functional tests prior to distribution. X-rays were provided to the manufacturer for evaluation. Based on the x-rays received, the cause for the high impedance could not be determined. Complete lead pin insertion inside the generator connector block was not able to be confirmed due to the angle of the images provided. As the entire lead could not be assessed from the x-rays provided, continuity of the lead cannot be confirmed. The patient underwent surgery on (B)(6) 2014. During the procedure, the surgeon confirmed high impedance and end of service of the old generator prior to explant. A new generator was connected to the existing lead and diagnostics testing revealed lead impedance within normal limits. The surgeon did not observe any breaks or other issues with the portion of the lead that was exposed during the procedure, and based on normal lead impedance with the new generator connected to the existing lead, only the generator was replaced during the surgery. Attempts will be made to obtain the explanted device for evaluation.

Manufacturer narrative:
Manufacturer reviewed x-rays and manufacturing records of implanted device. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. X-rays reviewed by manufacturer, no gross lead discontinuities visualized.

Event description:
The explanted generator was returned for analysis on (B)(4) 2014. Analysis of the generator was completed on (B)(4) 2014. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. It is believed that the lead pin was not fully inserted into the generator header.